Event description:
It is reported that the patient is experiencing pain and swelling. The knee gave out in (B)(6) 2014 which caused a fall. An x-ray taken on (B)(6), 2015 showed a gap around the tibial component. A revision surgery is in discussion.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records were reviewed and there were no deviations or any anomalies observed that would pertain to the stated event. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Supplemental information including medical records was received and reviewed. Review of (B)(6) 2015 post-operative notes note the knee looks great with good range of motion, no gross instability with varus or valgus stress testing, and no evidence of any other abnormalities. A later physical exam dated (B)(6) 2015, and x-rays showed radiolucencies and obvious loosening of the tibial component. The revision operative notes state there was no gross obvious loosening but appeared the tibial component had subsided. As the pegs were not overly ingrown, the surgeon considered the tibia loose. Post-revision surgery notes dated (B)(6) 2015 state that the patient had evidence of peroneal nerve impingement after his first surgery, and symptoms are consistent with that again. Per the package insert of the tibial component, pain, soft tissue impingement or damage, nerve damage, and temporary or permanent neuropathies are known adverse effects of this procedure. A field action was conducted february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. A corrective and preventive action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records were reviewed and there were no deviations or any anomalies observed that would pertain to the stated event. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is further reported that the patient has been revised.

Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The products (tibial baseplate and articular surface) were returned for further evaluation. The articular surface demonstrates scratches on the proximal surface. This device was dimensionally analyzed and was found to be conforming to print specifications where measured. The tibial baseplate exhibits scratches on the proximal surface. The pegs were sawed off from the tibial baseplate and exhibit a small degree of boney in-growth. The distal surface of the baseplate exhbits partial bone ingrowth along the posterior half of the device. There is additional discoloration along the anterior edges of the device, which is likely from removal of the device. DHR was reviewed and no discrepancies relevant to the reported event were found. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.